Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of issues with customer's high blood glucose levels. The customer's blood glucose level at the time of incident was 621mg/dl. The customer states they treated with pump. The wife declined to trouble shoot for the high levels. The wife states the highs were attributed to bent cannulas. No further assistance provided.